Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary.

Event description:
Boston scientific crv received information that this device was unable to be interrogated. The device declared and elective replacement indicator (eri) 5 months prior. It is suspected that this battery is to low to perform an interrogation. To date, there have been no adverse patient effects reported.